Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was not visible in the bottom housing viewing window. Damage was observed to the bottom housing needle well. It could not be determined the timing and cause of the damage. Further investigation found the soft cannula was shortened and torn. Measurement of the soft cannula length was confirmed to be shorter than specification. Fluid was unable to flow through the entire fluid path due to the exposed portion of the soft cannula being torn. The timing and cause of this damage could not be determined. The fill septum and fill port were observed, and no damages, deficiencies, or gouges were found. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. An 0x1c hazard alarm was generated in device data indicating that the device had reached its expiration time of 80 hours. This is not a failure of the device, but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose levels rose to 20 mmol/l (360 mg/dl). The pod was reportedly leaking while worn on the arm for between 25 and 36 hours. As treatment, a new pod was applied.